Manufacturer narrative:
A system log review cannot be performed because the system logs are not available.

Event description:
It was reported that after an ion endoluminal lung biopsy procedure, the patient developed a pneumothorax requiring a chest tube and hospitalization. The targeted lesion was 1.5cm in size and located in the right upper lobe, 3mm from the pleura. Upon waking, the patient experienced dyspnea and chest pain, and a pneumothorax was identified via a post-operative chest x-ray. Per the physician, the cause of the pneumothorax was due to the biopsy of a pleural-based nodule and it was believed that a CT guided biopsy could have also caused a pneumothorax. Overtime, the pneumothorax increased in size and progressed to a tension pneumothorax; therefore, a 14 french chest tube was placed. The patient was hospitalized for 2 days and then discharged home. The patient is reported to be in good condition. No report of user errors or device malfunctions associated with the ion system were reported. The diagnosis was malignant melanoma.